Manufacturer narrative:
The lot was manufactured between august 08, 2018 - august 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam. This was identified after they were compounded and prior to being sent to the nursing unit. There was no patient involvement. No additional information is available.